Event description:
It was reported that the patient's blood glucose (bg) levels reached 319 mg/dl, while wearing the pod on the arm between 4 and 24 hours. A new pod was applied as treatment.

Manufacturer narrative:
The exposed portion of the soft cannula was found to be stretched. The soft cannula length was measured to be above specification. Further inspection of the device found a tear on the unexposed portion of the soft cannula. Due to the internal tear, the exposed portion of the soft cannula could not be tested. The download data shows that the device generated an 0x6a alarm, indicating an occlusion. Inspection of the device found no damages or deficiencies that would cause the alarm. It could not be determined what caused the alarm. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.